Event description:
It was reported that the implantable pulse generator (ipg) experienced a full power on reset (por), perhaps related to a previous MRI. The ipg was reprogrammed back to the previous settings and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).